Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam and patient alleged to visualization of particles in tubing/chamber. There was no patient harm or serious injury. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The device powered on and airflow was confirmed. The external aspect of the device was inspected. During internal inspection the manufacturer observed an unknown dust contaminant on top enclosure, pca and blower box. The top enclosure screw boss was broken off. The manufacturer was able confirm the presence of degraded sound abatement foam residue on bottom enlcoure, blower and blower box. The device's downloaded logs were reviewed by the manufacturer. There were four errors found. The manufacturer concludes that they could confirm the customer's allegation and there was visible foam degradation.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.